Manufacturer narrative:
The biomedical engineer replaced the blower assembly and returned it to philips. Failure analysis on the returned blower assembly shows that the customer complaint was verified. The returned blower failed due to mechanical damage to the motor shaft. The biomed reported that the device was being setup for patient use. No delay was reported by the clinician.

Manufacturer narrative:
Date of event: (B)(6) 2021. 08mar2021.

Event description:
The customer reported that the that the blower is not running. The customer contacted product support and was advised to check the significant event log and found error code indicating blower stall. Product support advised the customer to verify the 35 volts and the signal was good. Product support advised the customer to replace the blower assembly. The customer reported that the unit was not in use on a patient.